Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10643. It was reported that stent deployment issues, stent damage, and catheter removal difficulties occurred. The target lesion was located in the heavily calcified superficial femoral artery (sfa). The lesion was pre-dilated with a 6x120 mustang balloon catheter. Upon post-dilation, a dissection was noted. A 6x200x130 innova¿ stent was then advanced to the target lesion and deployment initiated. After approximately 2/3 of the stent was deployed, the stent deployment feature was not able to deploy the remaining stent. The physician pulled the entire system back to the introducer sheath with force resulting in the stent elongating. The sheath, with innova stent delivery system and partially deployed and elongated stent, were then removed from the patient. Nothing was left inside the patient. The procedure was then completed with a non-bsc stent. There were no further patient complications and the patient is doing well.